Manufacturer narrative:
The (B)(4) manufacturing facility does not sell product in the united states. This report is for an incident occurring outside of the united states. The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
After insertion, there was solution leakage near the hub. The device was removed and the cannula was observed to be missing. Surgery was suspended. Patient has been tested with an echography on right arm and heart, tac. No foreign matter was observed. After the tests, the patient had the surgery intervention. The patient was kept under observation for 48 hours without any clinical issue.